Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy. Additionally, high out of frange shock impedance measurements greater than 125 ohms was observed and resulted in the device displaying a shock lead open code. A lead fracture was suspected. Tachycardia therapy was programmed off and the device was reprogrammed to aai 70 and monitoring will be continued. No adverse patient effects were reported. This product remains in service.